Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain back') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and migraine headache. Current weight: (B)(6). Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2010, ibuprofen (motrin) since 1985, ibuprofen since 1985 and paracetamol (tylenol) since 1985. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss(specify which one) weight gain and inability to lose it in spite of diet and exercise"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menses"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("pain joint") and myalgia ("the pain was throughout my body in my muscles"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, menorrhagia, dysmenorrhoea, migraine, arthralgia and myalgia had resolved, the vaginal haemorrhage, fatigue and alopecia outcome was unknown and the weight increased was resolving. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, myalgia, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs was received. Previously reported ¿injury¿ was replaced with ¿abnormal bleeding (vaginal)¿, new events-¿ abnormal bleeding (menorrhagia), dysmenorrhea, fatigue, hair loss, migraines / headaches, weight gain, pain: joint, back, the pain was throughout my body in my muscles¿, reporters, patient demographic , concomitant drugs lab incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils had actually broken into pieces and she had to dig around to find all of them') and back pain ('pain back') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and migraine headache. Current weight: 196. Concurrent conditions included discomfort, backache, menses irregular and mood swings. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2010, ibuprofen (motrin) since 1985, ibuprofen since 1985 and paracetamol (tylenol) since 1985. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) of 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss(specify which one) weight gain and inability to lose it in spite of diet and exercise"). In (B)(6) of 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menses"). In (B)(6) of 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) of 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("pain joint") and myalgia ("the pain was throughout my body in my muscles"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("I'm still nauseous"), inflammation ("suffering with chronic inflammation"), acute sinusitis ("acute sinusitis"), vulvovaginal mycotic infection ("vaginal yeast infection"), abdominal distension ("tummy looks like I'm 9 months pregnant"), anxiety ("anxiety"), muscle spasms ("back spasm") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, nausea, inflammation, acute sinusitis, vulvovaginal mycotic infection, muscle spasms and pelvic pain outcome was unknown and the back pain, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, weight increased, arthralgia, myalgia, headache, abdominal distension and anxiety had resolved. The reporter considered abdominal distension, acute sinusitis, alopecia, anxiety, arthralgia, back pain, device breakage, dysmenorrhoea, fatigue, headache, inflammation, menorrhagia, migraine, muscle spasms, myalgia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal: previously (B)(6) 2018 and in removal details (B)(6) 2018. Received treatment for back pain, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Impression: findings are consistent with satisfactory post essure appearance total radiation dose 09 rads. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, arthralgia, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain back') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and migraine headache. Current weight: 196. Concurrent conditions included discomfort, backache, menses irregular and mood swings. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2010, ibuprofen (motrin) since 1985, ibuprofen since 1985 and paracetamol (tylenol) since 1985. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss(specify which one) weight gain and inability to lose it in spite of diet and exercise"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menses"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("pain joint") and myalgia ("the pain was throughout my body in my muscles"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, weight increased, arthralgia, myalgia and headache had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, myalgia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal: previously (B)(6) 2018 and in removal details (B)(6) 2018. Received treatment for back pain, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Impression: findings are consistent with satisfactory post essure appearance total radiation dose 09 rads. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, arthralgia, weight increased. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event added: headaches. Outcome of the previously added events fatigue, hair loss were updated to recovered/resolved and outcome of the event weight gain was updated from recovering/resolving to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils had actually broken into pieces and she had to dig around to find all of them') and back pain ('pain back') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and migraine headache. Current weight: 196. Concurrent conditions included discomfort, backache, menses irregular and mood swings. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2010, ibuprofen (motrin) since 1985, ibuprofen since 1985 and paracetamol (tylenol) since 1985. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/loss(specify which one) weight gain and inability to lose it in spite of diet and exercise"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menses"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("pain joint") and myalgia ("the pain was throughout my body in my muscles"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("I'm still nauseous"), inflammation ("suffering with chronic inflammation"), sinusitis ("acute sinusitis"), vulvovaginal mycotic infection ("vaginal yeast infection"), abdominal distension ("tummy looks like I'm 9 months pregnant"), anxiety ("anxiety"), muscle spasms ("back spasm") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal haemorrhage, nausea, inflammation, sinusitis, vulvovaginal mycotic infection, muscle spasms and pelvic pain outcome was unknown and the back pain, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, weight increased, arthralgia, myalgia, headache, abdominal distension and anxiety had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, device breakage, dysmenorrhoea, fatigue, headache, inflammation, menorrhagia, migraine, muscle spasms, myalgia, nausea, pelvic pain, sinusitis, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal: previously (B)(6) 2018 and in removal details (B)(6) 2018. Received treatment for back pain, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Impression: findings are consistent with satisfactory post essure appearance total radiation dose 09 rads. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, arthralgia, weight increased. Most recent follow-up information incorporated above includes: on 11-mar-2020: social media report received : events- "I'm still nauseous, suffering with chronic inflammation, one of the coils had actually broken into pieces and she had to dig around to find all of them, acute sinusitis, vaginal yeast infection, tummy looks like I'm 9 months pregnant, anxiety, back spasm and pain" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.